Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during central processing the permanent cautery hook instrument was found to be broken. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was damage to the distal tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken pieces are missing because of breakage and were not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding a broken forceps tip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.